Manufacturer narrative:
The ¿suspected medical device¿ reported of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. The bwi product analysis lab received the device for evaluation 08-dec-2022. The device evaluation was completed on 16-dec-2022. The device was returned to biosense webster for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that the peek housing was broken leaving internal parts exposed; however, it could be related to the handling during the return to be analyzed but, it cannot be conclusively determined. A deflection test was performed and the curve was deflecting within specifications. No deflection issues were observed. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning: do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster¿s inc. Product analysis lab observed the peek housing broken leaving internal parts exposed. Initially it was reported that there was a deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, the peek housing was broken leaving internal parts exposed; however, it could be related to the handling during the return to be analyzed but, it cannot be conclusively determined. The peek housing broken leaving internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2022.